Manufacturer narrative:
The balloon catheter 2af283 with lot number 55258 and data files were returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. The catheter failed the performance test due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ dissection and pressure testing showed the leak path at wire insulation; and guide wire lumen kink and breach 1.46 inches from the tip. In conclusion, the balloon catheter failed the returned product analysis due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.